Event description:
The patient was noted to have declined battery replacement. The patient reported having better seizure control now that the vns was depleting. No additional relevant information has been received to date.